Manufacturer narrative:
The insulin pump motor was seated in the beginning of the displacement test due to a loose motor support disk. As a result, we were unable to perform the displacement test.

Event description:
It was reported that there was a no delivery alarm on the insulin pump. The customer's mother stated that she is having a hard time priming the insulin pump after the alarm was cleared. Troubleshooting was performed. Numbers started ramping up on the insulin pump while it was completely empty and the insulin pump failed the displacement test. Nothing further was reported.